Event description:
It was reported that the customer was experiencing issues with his insulin pump's battery. The customer stated that the batteries in his insulin pump would last three weeks but, at the time of the call, they were only lasting for three days. The customer's blood glucose was unknown. Troubleshooting was done. Advised that two replacement battery caps would be sent. Explained to call back if issue persisted. The customer also received a bad battery alarm and, after placing a new battery, he received a blank display. Customer stated that this occurred twice. After moving a piece of the battery cap, the insulin pump was able to work as normal. Troubleshooting for the blank display was done. Advised to call back if the issue occurred again. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.